Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported experiencing a loss of consciousness attributed to blood sugar levels. No additional details were provided regarding device performance, error messages, alerts, or any treatment administered during the event. Although follow-up attempts were made to obtain further clarification, no response has been received to date. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.